Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent revision surgery for conversion of a left partial knee implant to total knee implant due to an unknown reason, six years, two months and three weeks post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 ¿ oxf anat brg lt lg size 5 PMA, item# 159556, lot# 899860; oxf twin-peg cmntd fem lg PMA, item# 161470, lot# 566820. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2023 - 00347; 3002806535 - 2023 - 00348. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.